Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in three pieces. Internal insulation abrasion was noted at 7.1 cm to 7.9 cm from the distal tip breaching the re lumen. Externalized conductors due to internal insulation abrasion was noted at 11.2 cm to 15.0 cm from the distal tip breaching the re lumen. No damage noted to the etfe cable coating was noted.

Event description:
This report is to advise of an event observed during analysis.